Manufacturer narrative:
Continuation of d10: product ID 8709, lot# serial# (B)(6), product type catheter, product ID 8578 lot# serial# (B)(6), product type catheter, section d information references the main component of the system. Other relevant device(s) are: product ID: 8709, serial/lot #: (B)(6), ubd: 26-apr-2006, UDI#: (B)(4); product ID: 8578, serial/lot #: (B)(6), ubd: 02-nov-2019, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was receiving intrathecal baclofen (lioresal) 2000 at 400 via an implantable pump for unknown indications for use. It was reported that on wednesday (B)(6) 2024 patient had insomnia and experienced intrathecal baclofen (itb) withdrawal. No alarms on pump. No falls, no tests/procedures done. Suspected catheter issue so took to surgery on (B)(6) 2024. Diagnostics/troubleshooting performed included clinician tablet interrogation and patient given oral baclofen to manage symptoms. They could not aspirate catheter intraoperatively with sideline needle. Cut catheter at pump segment and still no aspirated cerebrospinal fluid (csf). They opted to replace entire catheter and aspirated csf successfully and pump system was intact. The issue resolved at the time of this report with patient's status being "alive-no injury". The patient's weight was 130 lb and medical history was asked but made unknown.

Manufacturer narrative:
H6 codes have been corrected medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.